Event description:
The customer contacted beckman coulter, inc. (Bci) to report that over a two day period, their unicel dxc 800 synchron clinical system generated a large number of erroneously elevated calcium (calc) results. The erroneous results were reported out of the laboratory. It is unknown if there were any changes to patient treatment as a result of this event. There were no reports of death or serious injury. The laboratory medical director notified the laboratory personnel that there were an unusual number of elevated calc results over the two day period (B)(6) 2009. All samples from those days with high calc results were pulled and repeated on the dxc and also the lab's synchron lx20 clinical system. The repeated results correlated between the two analyzers, but were lower than the reported results run earlier on the dxc. No other ise results were questioned and no other tests were repeated. The customer did not indicate if amended reports were issued. The customer stated that the twice weekly flow cell cleaning procedure had been completed either on the first day of the event or the day before. The customer could not recall when the calc electrode had last been replaced. On each day, the ise system was calibrated once a day and qc results run once a day were within the lab's established range.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system, performed preventive maintenance, and replaced the calc electrode. The fse also discussed flow cell maintenance with the customer. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. This MDR represents event 6 of 22 reported by this customer.